Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector was leaking. It was further reported a crack was observed during patient infusion (solution not reported). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : two (2) used samples and one (1) companion sample were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing which included clear passage and pressure test were performed with satisfactory results. The samples met product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.